Manufacturer narrative:
D9 - date returned to MFR: 3/26/2026 a series of photos were shared by the customer, showing a computed tomography (CT) scan from inside the shuntless microclave where apparently an internal occlusion in the spike was noted. One (1) used. List #ir-et55010 was returned for evaluation. As received, the shuntless microclave was received cut from the set and no additional damage or anomalies were confirmed. The shuntless microclave was disassembled, no molded window was confirmed. Even sample was not primed, complaint of no flow / cant prime can be confirmed. The probable cause of the clave with no window was due to a broken core pin during molding process in salt lake city. A device history review (DHR) and relevant commodities were reviewed, no nonconformances were found that would have caused the reported event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a 51 cm 20 ext set w/surplug micro clear, rotating luer and it was reported liquid flow was not established. One actual sample was returned in an opened package condition. When an infusion test was performed by connecting the returned sample to an in-house syringe filled with water, high resistance was encountered, and the plunger could not be depressed. A computed tomography inspection was conducted on the connector. The inspection revealed a molding defect in the internal conduit. The event occurred during infusion. Tiu250p was the identified mating device. The event was not detected prior to direct patient use. The device was changed out/ replaced with no further problems encountered. There was patient involvement.